Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. For the fourth firing for the functional end to end anastomosis, at the closure of the insertion, the surgeon could not fire the powered handle. The surgeon thought that the tissue was thick, then clamped the tissue. The status indicators were illuminated green, however, they were not flashed green. Replaced by a new reload, the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.